Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the device was giving incomplete mesh on a previously recovered cadaver donor skin. No adverse events were reported as a result of this malfunction.

Event description:
It was reported that the device was giving incomplete mesh on a previously recovered cadaver donor skin. The event occurred during meshing of previously cadaveric donor skin. No adverse events occurred as a result of this malfunction.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). D11: pn: (B)(4), description: z.s.g.m. Cutter 2:1 ratio caution: sharp, sn: (B)(4). D11: pn: (B)(4), description: z.s.g.m. Cutter 1.5:1 ratio caution: sharp, sn: (B)(4) the device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. The customer returned the device serial number (B)(4) for evaluation. Evaluation of the device found the calibration was out of specifications. The test cut was passing. The device was received with cutters 1.5-1 1512348 and 2-1 1512773. The roller and gear had visible damage. The cutters referred to above both produced incomplete cuts and were deemed non-repairable after both collars and gears were replaced. The roller and gear were replaced on the mesher. The mesher was tested, calibrated to specifications and verified that it was functioning as intended. The device was then returned to the customer without further incident. The device was tested, inspected, and repaired. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that both the 1.5:1 and 2:1 ratio cutters produced an incomplete sample mesh and were deemed non-repairable. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Based on the information provided, this investigation determined that there is no need for further action at this time. This complaint will be tracked and trended for any adverse trends that may require additional actions.